Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the bd inventory were taken and visually inspected, and no defects relating to label lift were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 3 bd vacutainer® 9nc 0.109m plus blood collection tubes the labels on edge are lifting up, which is also causing issues with the automatic labeling machine. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: when the product is in use defects; the edge of the label is warped, causing the automatic labeling machine to be stuck, which affects the progress of the experiment quantity: 3. Effects: no other adverse effects on patients.